Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father called to troubleshoot the insulin pump due to his son experiencing high blood glucose levels. The father reported a blood glucose reading of 594 mg/dl. The insulin pump passed the selftest. Unable to continue troubleshooting as father did not have the insulin pump settings with him. The customer father then stated that he changed the infusion set for the customer in the morning and he was later hospitalized for diabetic ketoacidosis. Advised to have the mother call back to continue the troubleshooting since she was the one that had the insulin pump settings.